Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" is shorter than usual during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer's report is that the needle was found to be shorter than usual during use.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" is shorter than usual during use. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the needle was found to be shorter than usual during use.

Manufacturer narrative:
H6: investigation summary customer returned a single 0.5ml syringe. This syringe was measured at approximately 8mm. This would be well below the acceptable range of needle lengths for 12.7mm syringes. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the needle being shorter than intended.